Manufacturer narrative:
Added h.6 type of investigation and investigation findings. Corrected h.6 investigation conclusions. The device was returned for evaluation. On valve frame strut was bent slightly at the inflow side. Multiple struts were bent outward at the outflow side. All struts were exposed through the skirt which is normal after crimping and use. The frame appeared to be distorted. The valve leaflets were wrinkled, dehydrated, and torn due to storage conditions during the return handling process. No functional or dimensional testing was able to be performed due to the device return condition. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and no other complaints were discovered relating to frame damage during use. During manufacturing of the sapien 3 ultra valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Imagery was provided by the site and calcification and tortuosity were present in the patient's access vessels. The IFU, device preparation training manual, and procedural training manuals were reviewed. During delivery system insertion through the sheath, the operator is instructed to correctly orient the delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Regarding the resistance experienced between devices, a product risk assessment (pra) has been previously initiated to assess risks associated with high push force of the commander delivery system with s3u through the esheath. The risks outlined in the pra remain the same. The pra documents the potential for ''difficulty introducing delivery system through sheath, resulting in procedural delay,'' which occurred this event. Additionally, a corrective action preventative action (CAPA) was initiated to investigate issues associated with insertion of the valve through the sheath using the sapien 3 ultra system. The CAPA is currently in the control phase. The frame damaged was confirmed based on the returned device. No potential manufacturing non-conformance were identified. A review of the lot history, DHR, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, 'it was a patient with a very difficult anatomy, calcified and tortuous vessels in the area of the arteria femoralis and especially in the area of the arteria common iliaca' and 'esheath insertion was easy but while advancing the commander delivery system with crimped valve through the esheath, the valve got stuck half way through the esheath in the area of external iliac artery'. Per the information provided, patient's access vessel has present of calcification and tortuosity. The presence of calcification and tortuosity can create a challenging pathway during delivery system advancement, and lead to resistance. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time'. It is possible resistance was encounter during delivery system advancement. So, if excessive force was applied to overcome the resistance, the valve struts could interact with the sheath liner, and resulted in the bent struts at inflow and liner torn. And it was also possible excessive device maneuvering during withdrawal through sheath, so it led to further bent struts at outflow. These patient/procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. A CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. As such, available information suggests that patient factors (calcification/ tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-04031. Investigation is ongoing.

Event description:
As reported by the edwards (B)(6) affiliate, during a tf tavr case in a patient with a very difficult anatomy with calcified and tortuous vessels in the area of the femoral artery, the common iliac artery, and two large aneurysms in the abdominal aorta. The wire route was difficult to create and they used stiff wires and also backed up those with second wires. Sheath insertion was surprisingly easy, but when trying to advance the delivery system and valve through the sheath it got stuck about halfway in the expandable part, in the area of the external iliac artery and the sheath 'kinked'. After several tries the decision was made to stop the procedure. The devices were removed together and the access site was closed. The procedure was aborted. The patient was ok without any injury after procedure. As per medical opinion, the event was related to the patient's anatomical conditions. During pre-decontamination evaluation of the returned devices, damage to the sheath was noted including a liner strand.